Event description:
It was reported that the asymptomatic patient presented post-implant with bradycardia. Interrogation of the device revealed a failure to sense p-waves and inappropriate capture of the ventricle. Right atrial lead dislodgement was suspected. The patient returned to the procedure room where the atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate capture, and failure to sense. As received, a complete lead was returned in one piece. The reported events of inappropriate capture and failure to sense were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with tissue. After the helix was cleaned, torque was applied directly to the connector pin, and the helix was able to extend and retract. The measured full helix extension length was within specification.